Event description:
New information received 5/1/2018 reported that post-paced t-wave oversensing episodes occurred again. Programming changes were discussed, and the patient would continue to be followed normally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and far p-wave oversensing. Programming changes were made.